Event description:
The rptr stated that she did back to back blood glucose tests, within ten minutes, using separate finger sticks. She said her results were 63 and 141 mg/dl. She did not have any symptoms. A control test was done, with a result of 131 mg/dl, in range. Upon follow-up, it was learned that the blood glucose testing was a day apart, and not back to back readings as originally reported. No further info was provided.